Event description:
Sorin was notified that this patient presented in the clinic stating has been having shortness of breath recently. Device data review reveals a sudden decrease in r wave detection amplitude in early february and many occurrences of ventricular oversensing beginning on (B)(6) 2015. Provocative testing was reportedly unable to reliably reproduce the oversensing observed in the stored episodes, however, isolated oversensing was observed when monitoring the real-time egm. Reportedly, the patient suffered a trauma at the device location at the end of (B)(6) 2015 (patient was pinned between an open automobile door and a building with the main point of impact being the left shoulder/neck area). Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.